Event description:
The customer reported to olympus, the colonovideoscope had too much pressure in the air water channel during automatic endoscope reprocessor (aer) treatment. The device was returned for evaluation. During the device evaluation, the nozzle was clogged by a black rubbery material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6) (added here due to maximum character limitation). The device was returned to olympus for evaluation and the evaluation found light guide rod lens cracked; charged coupled device cover lens was chipped; bending section cover glue was worn out; scope cover was cracked; key top one had a scratch mark; universal cord wrinkled; biopsy channel had wear and tear; angulations were out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.